Event description:
Information received claims that the pt began to experience difficulties with his urolume following catheterization. Additional info received on 6/11/09 indicates pt had a urethral stricture in the bulbous urethra and was quite narrow. On (B) (6) 2007, doctor determined that the area where the urethra needed to be kept open was 3 cm in length and he recorded that a 3 cm urolume was deployed in the bulbous urethra. His doctor had instructed him not to be catheterized for several months. On (B) (6) 2009, pt complained of having difficulty in urinating, frequency, urgency and sense of straining to void. A 16cm foley catheter was placed by another doctor. As a result of the placement of the catheter, the urolume device was moved from it's original position causing the pt pain and discomfort. On (B) (6) 2007, attempts were made to remove the urolume stent. During the course of removing the stent, the urethra had ruptured and efforts to remove the stent were terminated.

Manufacturer narrative:
A review of ams MDR reporting procedures found that the urolume PMA conditions of approval regarding adverse events reporting were incorrectly interpreted. This resulted in mdrs only being submitted if adverse events exceeded the occurrence rates specified in the IFU. This error was corrected and a retrospective review of complaint data was performed. This event was determined to meet the reporting criteria per (B) (4)